Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-07604. It was reported during an unrelated procedure, one of the patient's leads were severed. As a result surgical intervention may occur later to address the issue. It was unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.